Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had passed away about two years after implant. The patient's co-morbidities included ischemic heart disease and an abdominal aortic aneurysm. Prior to the patient's passing, the patient had been admitted to a hospital on numerous occasions with falls, shortness of breath and issues related to congestive cardiac failure. Nevro had attempted to obtain a medical assessment from the implanting physician but no additional information was available.